Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Test transmitter voltage was performed and failed. A review of the share logs was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.